Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was attributed to an unaddressed/advisory message. The device was put through extensive testing which included functional stress testing without duplicating the customer's report. Review of the device activity logs makes it clear the device presented an error in november of 2024 where the end result was that the device code indicator was red and was beeping. The device will communicate to the user that it is not rescue ready by providing an auditory beep every 30 seconds and displaying a red rescue ready (nvi) indicator. We can identify from the log that this device appears to have been left idle in a non-usable state for at least 6 months prior to reporting it to zoll. The main board will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.